Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had changed the battery and received a power error alarm on the insulin pump. Customer's blood glucose was 8 mmol/l. Customer was advised that the error means delivery has stopped. Customer has received the error 3 times even after changing the infusion set. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for a day and no unexpected pump error 18 noted however, detailed trace analysis has confirmed power error 25 alarm was triggered when backup battery unloaded volts was less than 3.7v for 240 consecutive minutes. Detailed trace analysis also confirmed the root cause is the non-sleep anomaly software error. The insulin pump was received with scratched case and pillowing keypad overlay.